Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and contraindication to anticoagulation. Approximately two months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex embedded against the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. Approximately four months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex extending beyond the confines of the ivc wall. Additionally, one filter limb was detached, and two limbs were projecting upward beyond the confines of the ivc wall. An attempt to retrieve the filter was unsuccessful and the decision was made to leave the filter in place. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There was a slight 5 degree tilt. A completion venacavogram demonstrated the filter to be in good position below the renal veins. Approximately two months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a vena cavagram was performed. The ivc was free of thrombus. The filter was tilted with the apex endothelialized against the right lateral wall of the ivc. An attempt to engage the hook of the filter with a snare was unsuccessful. A reversed catheter was then used to advance a guidewire around the limbs of the filter close to the junction of the apex to pull the filter from the wall of the ivc; however, this was unsuccessful. The decision was made to leave the filter in place. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a vena cavagram was performed. The filter was tilted 30 to 45 degrees with the apex partially extravascular along the right lateral margin of the ivc. Additionally, one filter limb was detached and two limbs were projecting upward along the left lateral margin of the ivc. The filter was engaged with a reversed curve catheter, through which a wire was loop snared in an effort to retrieve the filter. This was unsuccessful and the decision was made to leave the filter in place. A follow up CT scan was performed and demonstrated the filter in the infra renal ivc with the apex projecting laterally beyond the confines of the ivc wall adjacent to the duodenum. One limb of the filter was detached, and two limbs were directed upward beyond the medial margin of the ivc wall. A radiopaque foreign body was present in the left anterior abdominal wall. Therefore, the investigation is confirmed for positioning issue, filter tilt, retrieval difficulties, material deformation, perforation of the inferior vena cava (ivc) and filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and perforation of the inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 3001,4001,2976) h11: e1,h6(patient, device, method, result and conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with traumatic brain injury and a contraindication for anticoagulation was scheduled for vena cava filter placement. The left femoral vein was accessed and a venacavagram was performed. This demonstrated the renal takeoffs at the lower endplate of the l1 vertebral body and a caval diameter of 28 mm. The filter was deployed at the upper endplate of the l3 vertebral body. There was a slight 5 degree tilt. A completion venacavogram demonstrated the filter to be in good position below the renal veins. The patient tolerated the procedure well. Approximately two months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The ivc was free of thrombus. The filter was tilted with the apex endothelialized against the right lateral wall of the ivc. An attempt to engage the hook of the filter with a snare was unsuccessful. A reversed catheter was then used to advance a guidewire around the limbs of the filter close to the junction of the apex to pull the filter from the wall of the ivc; however, this was unsuccessful. The decision was made to leave the filter in place. The sheath was removed and hemostasis was achieved at the access site using manual compression. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The infrarenal segment of the ivc was patent and negative for thrombus or trapped embolus. The filter was tilted 30 to 45 degrees with the apex partially extravascular along the right lateral margin of the ivc. Additionally, one filter limb was detached and two limbs were projecting upward along the left lateral margin of the ivc. The filter was engaged with a reversed curve catheter, through which a wire was loop snared in an effort to retrieve the filter. This was unsuccessful and the decision was made to leave the filter in place. The sheath was removed and hemostasis was obtained with manual compression. A follow up CT scan was performed and demonstrated the filter in the infrarenal ivc with the apex projecting laterally beyond the confines of the ivc wall adjacent to the duodenum. One limb of the filter was detached, and two limbs were directed upward beyond the medial margin of the ivc wall. A radiopaque foreign body was present in the left anterior abdominal wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient presented for retrieval of the filter. A venacavagram was performed. The filter was tilted with the apex endothelialized against the right lateral wall of the ivc. An attempt to engage the hook of the filter with a snare was unsuccessful. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The filter was tilted 30 to 45 degrees with the apex partially extravascular along the right lateral margin of the ivc. Additionally, one filter limb was detached and two limbs were projecting upward along the left lateral margin of the ivc. Attempts to remove the filter were unsuccessful. A follow up CT scan was performed and demonstrated the filter in the infrarenal ivc with the apex projecting laterally beyond the confines of the ivc wall adjacent to the duodenum. One limb of the filter was detached, and two limbs were directed upward beyond the medial margin of the ivc wall. Based on the provided medial records, the investigation is confirmed for a tilted filter, a detached filter limb, material deformation of the filter limbs, perforation of the ivc wall, and difficulties removing the filter. Per the provided medical records, the filter was tilted. A tilted filter could lead to difficulties removing the filter. The detached filter limb and bent limbs were not present during first retrieval attempt. Therefore, the first retrieval could have contributed. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter malposition - filter tilt - movement, migration or tilt of the filter are known complications of vena cava filters. Precautions: - this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with a contraindication to anticoagulation had a vena cava filter successfully deployed without incident. Approximately two months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex embedded against the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Approximately four months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex extending beyond the confines of the ivc wall. Additionally, one filter limb was detached and two limbs were projecting upward beyond the confines of the ivc wall. An attempt to retrieve the filter was unsuccessful and the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with traumatic brain injury and a contraindication for anticoagulation was scheduled for vena cava filter placement. The left femoral vein was accessed and a venacavagram was performed. This demonstrated the renal takeoffs at the lower endplate of the l1 vertebral body and a caval diameter of 28 mm. The filter was deployed at the upper endplate of the l3 vertebral body. There was a slight 5 degree tilt. A completion venacavogram demonstrated the filter to be in good position below the renal veins. The patient tolerated the procedure well. Approximately two months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The ivc was free of thrombus. The filter was tilted with the apex endothelialized against the right lateral wall of the ivc. An attempt to engage the hook of the filter with a snare was unsuccessful. A reversed catheter was then used to advance a guidewire around the limbs of the filter close to the junction of the apex to pull the filter from the wall of the ivc; however, this was unsuccessful. The decision was made to leave the filter in place. The sheath was removed and hemostasis was achieved at the access site using manual compression. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The infrarenal segment of the ivc was patent and negative for thrombus or trapped embolus. The filter was tilted 30 to 45 degrees with the apex partially extravascular along the right lateral margin of the ivc. Additionally, one filter limb was detached and two limbs were projecting upward along the left lateral margin of the ivc. The filter was engaged with a reversed curve catheter, through which a wire was loop snared in an effort to retrieve the filter. This was unsuccessful and the decision was made to leave the filter in place. The sheath was removed and hemostasis was obtained with manual compression. A follow up CT scan was performed and demonstrated the filter in the infrarenal ivc with the apex projecting laterally beyond the confines of the ivc wall adjacent to the duodenum. One limb of the filter was detached, and two limbs were directed upward beyond the medial margin of the ivc wall. A radiopaque foreign body was present in the left anterior abdominal wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with a contraindication to anticoagulation had a vena cava filter successfully deployed without incident. Approximately two months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex embedded against the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Approximately four months post filter deployment, the patient presented for filter retrieval. The filter was found to be tilted with the apex extending beyond the confines of the ivc wall. Additionally, one filter limb was detached and two limbs were projecting upward beyond the confines of the ivc wall. An attempt to retrieve the filter was unsuccessful and the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.